Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the outer tubing overlay was breached cut. It was noted that there was blood/body fluid on several conductors (not obstructed), there was blood/body fluid on the outer tubing overlay, all insulators were breached cut, there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism, the helix disengaged from the helical channel, there was a tip seal observation and the lead appeared damaged at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the outer tubing overlay was breached cut. It was noted that there was blood/body fluid on several conductors (not obstructed), there was blood/body fluid on the outer tubing overlay, all insulators were breached cut, there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism, the helix disengaged from the helical channel, there was a tip seal observation and there was apparent explant damage.

Event description:
It was reported that there was blood in the insulation/lumen of the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.